Event description:
The user is questioning the "analysis interrupted" notification given by the device. The patient was not resuscitated.

Manufacturer narrative:
Pr#: (B)(4). Device investigation pending. This is report 2 of 2 for the same device for 2 separate patient use events.